Event description:
The aseptic test all showed a growth of 1 or 2 strands of what we thought was bacteria and later found out was the actual plastic of the bag. We tested 50 people, the first time only 2 "passed." The second testing we tested 14 people and only 1 "passed." The co said that it was an error in the actual mfg of the product.